Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for another mitraclip procedure. The increased mr was due to disease progression. During the preparation, guide could not hold the column during dilator insertion. All steps were performed as per IFU. The final mr was grade 1. It was replaced it with another guide and continued the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for another mitraclip procedure. The increased mr was due to disease progression. During the preparation, guide could not hold the column during dilator insertion. All steps were performed as per IFU. The final mr was grade 1. It was replaced it with another guide and continued the procedure.